Manufacturer narrative:
The insulin pump was received with no excessive no delivery error alarm or motor error alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the customer received the no delivery alarm and then the motor error alarm on the insulin pump when rewinding. The customer stated the alarms persisted even after infusion set changes. The customer's blood glucose was unknown. The customer was unaware of any significant events leading to the alarm. While troubleshooting for the motor error, the customer was able to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis. The customer had declined troubleshooting for the no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.